Event description:
It was reported that the customer had a lot of difficulty pressing the wake button and multiple presses were necessary for display to activate. The issue had progressively gotten worse for the past couple of weeks. The customer's blood glucose level was 100-400 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.